Event description:
The patient reportedly experiences pain with and without use of the cochlear device. The patient's outer ear becomes read and hot with device use. The surgeon prescribed corticosteroids and suspects that the external equipment comes in contact with the trigeminal nerve. The surgeon is considering device reposition surgery if the issue is not resolved with medication. The patient is being monitored.